Manufacturer narrative:
Company comment: the serious event of infection at implant site was considered expected and possibly related to the treatment. Seriousness criteria include the need for intervention with incision and drainage to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique, and a more specific cause cannot be established based on the available information. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Multiple follow-up attempts with the reporter have been made but were unsuccessful. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are considered adequate, and no further investigations will be conducted unless additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-mar-2025 by a nurse practitioner via sales representative concerning a 34-year-old female patient. This case was 1 of 2 (concerning the same patient). No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In 2023 (two years prior to the date of the report), the patient received treatment with restylane kysse to the lips (unknown amount, lot number, injection technique and needle type) at a different practice. On an unknown date, the patient experienced an infection (implant site infection). The patient underwent an incision and drainage procedure on the lips to remove the filler, but the filler was never dissolved. Outcome at the time of the report: infection was unknown.